Event description:
The facility's manager of biomedical engineering dept reported that the pump was involved in infiltration of IV fluid into the left hand of a pt. The medication and rate of infusion were not provided. Reportedly, the infiltration occurred in a 30-minute period between nursing checks of the pt, resulting in swelling of the hand. Reportedly, recovery was without sequelae. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics or diagnosis, medical intervention, name and rate of medication involved, or set up of the infusion device.